Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) caution the user to always ensure that the inflow cannula position in pointed toward the mitral valve and parallel to the interventricular septum to optimized pump operation. The IFU and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient experienced an increasing number of suction events with reports that the vad sounded different. The patient reported that he had felt lightheaded on the morning of (B)(6) 2014 but did not have a syncopal episode. His wife also reported that she had noted swelling of his left forearm which was new. An echocardiogram done that day revealed no significant difference from a study that had been done on (B)(6) 2014; but with more right ventricular (rv) dysfunction (though still mild) and no evidence of thrombosis. The patient was noted to be hypertensive with systolic blood pressure (sbp) between 110 and 120mmhg. He was transferred to the intensive care unit (ICU) where he underwent placement of an arterial line. Though his sbp was initially 108mmhg when he arrived in the ICU, it came down to 81mmhg and then stayed in the 60-80mmhg range throughout the rest of his hospital stay. The patient's remaining vital signs and pump parameters were within normal limits. The event was reported to have been resolved on (B)(6) 2014. The primary investigator reported that the event was related to the study device.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "suction" event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, the echocardiogram performed did not show any signs of thrombosis. Based on risk documentation, the most likely causes of suction events may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, ventricular collapse blocking the inflow cannula. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.